Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a balloon rupture occurred. The 90% stenosed and de novo target lesion being treated was located in the moderately tortuous and severely calcified middle left anterior descending (lad) artery. The 15x2.5mm maverick 2 balloon catheter was advanced to the lesion and on the first inflation it ruptured after approximately 1 second of inflation between 14 and 16atms. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.